Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, the cartridge was filled with (B)(6) units of cold insulin. The customer's blood glucose level was 206 mg/dl. The customer loaded a new cartridge onto the pump and will continue using the current cartridge for continued insulin therapy.